Manufacturer narrative:
Reference MFR report # 2916596-2015-01966 for the patient's previous pump exchange due to suspected thrombus. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 25 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On the morning of (B)(6) 2015, the patient developed acute onset of left sided hemiparesis, blurred vision and headache on the morning of the (B)(6) 2015. A computed tomography (CT) of the brain confirmed an occluded right middle cerebral artery (mca) with large right frontal parenchymal hematoma with active bleeding. The morning of the neurological event, the patient was on intravenous heparin with a therapeutic aptt of 82.5 secs and anti-xa level of 0.57iu/ml (goal range 0.3-0.7). The patient was also receiving aspirin 100mg daily and dipyridamole 100mg three times daily orally. The patient had been commenced on increasing warfarin with an inr of 1.8 and target of 2-3. The patient's inr reportedly remained subtherapeutic and upon confirmation of the right mca occlusion, the patient's anticoagulation was reversed. Later the same day, there was a drop in the patient's glasgow coma scale (gcs) and the patient had a dilated right pupil. A repeat CT of the brain showed significant enlargement of the intracranial bleed with marked mass effect. The patient became unarousable, categorized as glasgow coma scale 3. The patient was palliated and support was withdrawn on (B)(6) 2015. It was reported that the hemorrhagic stroke was most likely secondary to an embolic event related to the device therapy with a secondary intracranial hemorrhage in the setting of anticoagulation.

Manufacturer narrative:
Clarification of information previously reported under medwatch MFR report #2916596-2015-01966. The pump was not returned to the manufacturer for evaluation. Based on the information available, a direct correlation between the device, the reported event and subsequent patient outcome could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Clarification: the patient was initially implanted with an lvad on (B)(6) 2015 and underwent a pump exchange on (B)(6) 2015 due to suspected pump thrombosis. The reported neurological event occurred on the morning of (B)(6) 2015 (approximately 24 days post the pump exchange procedure).